Event description:
It was reported that in the renal unit a male pt with kidney failure came in for routine dialysis. On aspiration of the right subclavian catheter the nurse noticed air bubbles in the syringe. Upon further investigation a crack was observed on the catheter body/shaft and another on the blue plastic catheter. The md was notified and a canon repair kit (B)(4) was used by the nurse to repair the catheter. The dialysis treatment proceeded without any complications or pt harm.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.